Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received button error and pump error. The customer¿s blood glucose level was 115 mg/dl. The customer reported that they had received pump error. The customer was able to successfully clear the alarm and was able to complete pump rewind. The customer performed self-test and pump error. The customer stated that they received a stuck button alert. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unresponsive keypad, post-reset ram crc alarm and the main arm cannot communicate with the motor arm error not found during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. (B)(4).